Event description:
It was reported that pump declared altitude alarms while customer wore pump against skin without case, and insulin delivery was suspended during alarm. There was no adverse impact to the customer¿s blood glucose level. Customer resolved altitude alarm and resumed insulin by re-loading same cartridge, and technical support advised against wearing pump against skin without case, recommended pump replacement due to repeated altitude alarms, and arranged shipment of replacement pump with instructions for storage, return of problematic pump, and setup of replacement device. Customer will continue to use current pump.